Manufacturer narrative:
The customer's reported condition of fail code 16:570 was confirmed to be a fail code 570. A corrective and preventative action and field corrective action have been initiated.

Event description:
A fail code 16:570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. No add'l info is known.